Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on this non- boston scientific right ventricular (rv) lead measuring greater than 2000 ohms. Additionally, there was an atrial tachy response (atr) episode in which noise was observed and was being oversensed. Boston scientific technical services (ts) recommended programming options however, the field representative was concerned about the urgency of follow-up. Ts recommended to follow-up with the patient sooner if evidence suggests the atr episodes were inappropriate. At this time, this pacemaker and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported there was another lead safety switch (lss) due to high, out -of range right ventricular (rv) pacing lead impedances measurements. Additionally, there were observations of noise from the rv lead observed on the right atrial (ra) lead however, it was not being sensed. Technical services recommended to evaluate the ra lead and discussed possible causes. It was noted the patient did experience pacing inhibition of greater than 10 seconds, however, there was an observable ventricular escape rate. At this time, the device and non-boston scientific rv and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on this non- boston scientific right ventricular (rv) lead measuring greater than 2000 ohms. Additionally, there was an atrial tachy response (atr) episode in which noise was observed and was being oversensed. Boston scientific technical services (ts) recommended programming options however, the field representative was concerned about the urgency of follow-up. Ts recommended to follow-up with the patient sooner if evidence suggests the atr episodes were inappropriate. At this time, this pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.